Event description:
Pt was implanted 10/26/98 with a synchromed pump for treatment of pain with morphine. Pt was admitted two months postoperatively with a localized pump pocket infection. She was hospitalized for seven days to receive intravenous antibiotics. On follow-up, her healthcare professional states that her pump pocket wound is healing and her plans to reimplant the pt with another synchromed pump next week.